Event description:
Customer reports inconsistent inr results between protime instrument vs lab. This report is pt 2 of 2. On (B)(6)2009, protime inr 3.4 vs lab inr 2.9. On (B)(6)2009, protime inr 4.4 vs lab inr 6.0. Pt therapeutic range 2.0 - 3.0 inr. Adjustment in coumadin dosage based off of lab result. No report of any adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR's method: MFR evaluation/investigation currently in process. MFR's result: MFR evaluation/investigation currently in process. MFR's conclusions: MFR evaluation/investigation currently in process.